Manufacturer narrative:
Initial reporter city - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) transfer set was leaking from the female connector. This occurred during unspecified process steps of pd therapy. This issue was further described as, ¿leakage in every day of mini cap and transfer set after replacing the set in nob¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation without a cap. A visual inspection with the naked eye and magnification was performed and a damaged female connector was observed. Functional testing including clear passage and clamp function testing were performed and no issues were observed. Leak testing failed due to a leak beneath the in lab mini cap. The reported condition was verified. The damage to the female connector was determined to be the cause of the reported leak. The cause of the damage was determined to be manufacturing related. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.